Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a return of paralysis from her hip to her knee. On (B)(6) 2011, the symptoms changed to include paralysis from the waist down. The pt was also experiencing a painful stabbing sensation in her right leg. The symptoms occurred after the pt sat in (B)(6) at a restaurant and her stimulation felt too strong. The pt used her hands to "readjust the battery" and felt her implantable neurostimulator shift at that time. The pt was in the emergency room on (B)(6) 2011. The pt had been turning the device off and on. With the device off, the pt's legs trembled. Add'l info has been requested, but was not available as of the date of this report. Refer to MFR report# 3004209178-2011-05236 for info regarding a previous event.